Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verioiq meter read inaccurately high compared to another device. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy started 6 or 7 weeks prior to contacting lfs. On an unspecified date, the patient reported obtaining blood glucose readings of ¿23.6 mmol/l¿ with the subject meter and ¿16.8 mmol/l¿ on her spouse¿s meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30%. During the call, the patient mentioned that 6 weeks prior she had surgery and was started on steroids. The patient reported she was started on insulin while in the hospital. It is not known if the patient continued on insulin after being discharged from the hospital as she informed the csr that she was taking victoza to manage her blood glucose when the alleged meter issue started. The patient denied making any changes to her usual diabetes management regimen in response to high readings and also denied developing symptoms. However, the patient stated she saw her hcp on the morning of 10/17/2013. At the time of the office visit, the patient confirmed her blood glucose was tested with dr/clinic¿s meter and obtained a result of ¿18.2 mmol/l¿. The patient stated her hcp started her on 10 units of levemir once a day and advised her to increase by 1 unit a day until her blood sugar levels were below 7.0 mmol/l. At the time of troubleshooting, the patient did not have control solution available to test the subject meter and test strips. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused and/or contributed to a serious injury. The patient did not develop signs/symptoms or receive medical treatment for a severe low blood glucose excursion after obtaining alleged inaccurate high readings with the lfs device. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs¿ accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up ((B)(6) 2014)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2014, with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.